Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated bg levels in the 300s (mg/dl) for 2 days. Customer changed infusion sites to treat bg levels; however, bg levels remained elevated and customer reverted to another pump for diabetes management on (B)(6) 2016. System check with tandem technical support on 05/31/2016 indicated pump was performing as intended. Customer changed tandem pump supplies and reinstated use of the pump during the call with tandem technical support. Recommendation was made to contact tandem technical support for future bg events.